Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 400mg/dl. The customer declined to troubleshoot for the high readings. The customer tried to treat with the insulin pump, but it alarmed no delivery. Troubleshooting for no delivery was performed and insulin exited during fixed prime. The customer was able to remove set to check for the site, and it found that the cannula was bent. Troubleshooting for bent cannula was performed. The infusion set was only in used for two minutes and the bent cannula was noticed when it was removed. Troubleshooting found that the customer had sufficient tissue, no site issues but was inserting the infusion sets manually due to a broken serter. The customer was advised to change the set. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.